Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30513725m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During 1st time afib case a cs catheter (competitor's beeat) was placed, after puncture, blood pressure was become low, pericardial fluid check, drainage was performed, and percutaneous cardiopulmonary support (pcps) were performed. The amount of pericardial fluid is not that large, and the cause is not clear. After removal of pcps, the patient was being treated at cardiac care unit (ccu). There was also a view that stemi and low cardiac output syndrome. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly. The details regarding stemi are very unclear, awaiting additional information. Since the event is life-threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 5/26/2021, bwi received additional information regarding the event. The physician¿s opinion on the cause of this adverse event: patient condition, the physician mentioned the possibility of stemi and low cardiac output syndrome. It was not reported extended hospitalization was required. Transseptal puncture was performed, but needle product information was unknown. Prior to noting the CT ablation was not performed. There was no evidence of steam pop. The event occurred during the transseptal phase. It was not reported that there was any error message observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).